Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter is an attorney.

Event description:
Pending product liability reports: it was alleged there was metal wear and metallosis. The incident involved the right hip. The original implant date was (B)(6) 2006. No revision procedure has been reported.

Manufacturer narrative:
This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot =null. Device history batch =null. Device history review =null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.